Event description:
The implantable neurostimulator was turning off by itself. The device hadn't been exposed to security gates. The patient did no sit on anything producing electromagnetic interference. The patient sat about 6 feet from the television. The patient felt tingling in her legs (it was not clear if the device was on at that time). The patient was at home at the time of the call; her status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
For tingling in legs.